Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at bench for analysis, it was discovered that the capnometer port is physically damaged. As the issue was discovered while the device was removed from service, there was no patient involvement at the time of the event. No patient or user health consequences or impact occurred.